Manufacturer narrative:
(B)(4). Additional information: anvil, cartridge, one piece sled. The analysis found that one ple60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged and with nine cartridge reloads present. Cartridge (b,c) ecr60d, l54t3z. Cartridge (d, e, f) ecr60g, l54k4e. Cartridge (g) ecr60b, l5583k was received fully fired and in good visual conditions. Cartridge (h) ecr60b, l55557. Cartridge (I) ecr60b, l54l1p. Cartridge (j) ecr60b, l54r33. The returned reloads (b, c, d, e, f, h, I, j) were received fully fired and with cartridge body, deck and one piece sled damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. No further functional testing could be performed due to the condition of the anvil. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, upon initial insertion of stapler into trocar, the stapler did not fit ¿comfortably¿ into the trocar. It did not seem to be a ¿big deal¿ and it slid down with a little jiggling of the stapler. The surgeon anticipated thick tissue due to comorbidities (metabolic syndrome). When he clamped down on for the first load it did not close well. He assumed the tissue was just thicker than he thought. The stapler was very slow to fire. Due to the fact that he just thought there was ridiculously thick tissue, he continued the case with this stapler. After completion of the sleeve, the staple lines were more closely inspected and it was noticed that they did not look good. A 42 boogie was used so the surgeon oversewed the entire staple line with 40 interrupted sutures. An edg was done to visually inspect the inside of the staple lines. Everything looked ok after oversewing. A leak test was done to confirm. The stapler defect was not visually noticed until after the case even though the surgeon felt the defect on the first firing. He assumed it was thicker tissue than expected. The same stapler was used for the entire case. The entire stapler line was oversewn adding 3 hours to the case. The patient staying an extra night or two for observation.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what color cartridges were used throughout procedure? Was seamguard used? What is meant by ¿did not close well¿? How far from boogie was device when fired? Did the surgeon use the pulse fire technique or continuous? Please describe the staple formation. What was the staple defect noticed after the case? Was it noticed intra-op or post-op? Are photos or video available?